Manufacturer narrative:
Concomitant medical products and therapy dates: medical product: model 1192, scs anchor; therapy date: unknown. Medical product: model 3186, scs lead (2); therapy date: unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 1627487-2019-07312, 3006705815-2019-02427, 3006705815-2019-02428. It was reported that patient experienced discomfort at the anchor site. As a result, surgical intervention was undertaken to explant anchors. 1 anchor could not be removed from the associated lead. As a result, that anchor was explanted along with explanting and replacing the associated lead. It is unknown which lead is liable. Therefore, both leads are being reported.